Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that part of the dermatome fell off during the procedure and cut the patient.

Manufacturer narrative:
This report was previously submitted by (B)(6) medical center on december 13, 2016 as uf# (B)(4). A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
Additional information received january 3, 2017 clarified the surgeon was harvesting a graft from the patient's right thigh. The patient appeared to flex his thigh. The team heard an odd sound from the dermatome and immediately stopped to check the site. There was a cut to the skin continuing all the way to the muscle. On january 10, 2017 further information was obtained indicating there was a deep tissue skin tear during harvesting of the donor graft. Additionally, there was a ten minute delay in surgery and an alternate product was used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned an electric dermatome device for evaluation. The customer also returned a power supply for evaluation. Zimmer biomet surgical has previously repaired/evaluated the electric dermatome two times. The last repair was september 15, 2016 where it was reported that the wire covering was separating from the handle and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, and calibration shaft were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated the electric dermatome power supply one time. The last repair was april 7, 2016 where it was reported that during surgery the dermatome cut too deep and nothing was replaced due to the device functioning as intended and passing all required testing. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed that the calibration and motor speed were both within specifications. The electric dermatome power supply was tested and functioned as intended and passed all required testing. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.